Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed, and revealed that between (B)(6) 2011 the device recorded ventricular oversensing and eight ventricular non-sustained episodes <=210 ms average v-cycle.

Event description:
Performance data collected from the device was analyzed, and revealed that over the past two months, the device recorded eight ventricular non-sustained episodes and ventricular oversensing. The right ventricular lead remains in use. No patient complications have been reported as a result of this event.